Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted after meeting release criteria. The patient developed interstitial pneumonia, and since it worsened, a computed tomography (CT) scan was performed on (B)(4) 2021. It was not noticed at the beginning of the CT imaging, but on (B)(4)2021, based on the CT image, it was noticed that the watchman device had greatly tilted and dislodged in the left superior pulmonary vein side. On (B)(4)2021, a surgical thoracotomy was performed, and the device and left atrial appendage were removed and maze surgery were performed. The patient was hospitalized.